Event description:
Caller reported a cartridge alarm, specifically alarm 30. Blood glucose level did not exceed 500 mg/dl and remained within normal range, so there was no adverse impact. Technical support assisted the caller in loading a new cartridge using the proper technique, suggesting they clean the nematic tap area of the pump before loading. This resolved the issue, allowing the caller to load the original cartridge with no further actions needed.